Manufacturer narrative:
The reported run on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found throughout the trigger assembly, which can cause the reported event.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility, the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.